Event description:
The patient reported elevated blood glucose readings and a hospitalization where she was diagnosed with "keacidophalus. "She stated that prior to the hospitalization she was diagnosed with acid reflux. She stated that on the morning of 2007, she had a blood glucose reading of 474 mg/dl which she treated by bolusing 12 units of insulin through her infusion device. Later in the day she took another reading and her blood glucose was 596 mg/dl. She said her symptoms were a headache and stomachache and she treated this by taking 25 units of insulin. She said her symptoms continued throughout the day and later included throwing up blood. She stated she was admitted to the hospital between 7 and 7:30 p.m. And her blood glucose reading at that time was "hi." She said she was put in the intensive care unit and received her insulin through an IV drip. She stated her blood glucose levels began to decrease and she was reconnected to her insulin infusion device. She said that at about 10 p.m. The next day, she had a blood glucose reading of "60 something" but felt this was due to her taking insulin but not eating. She said at 3 a.m. Two day later, her reading was 38 mg/dl but she was retested and her reading was 54 mg/dl. She stated she was released from the hospital at about 2 p.m. On the same day. On follow up, the patient stated she had a slightly elevated blood glucose reading yesterday and a reading of 28 mg/dl this morning right after she changed her infusion headset and bolused. She stated her readings have always been erratic and feels the issue is with her not the product. She said her readings are slowly getting better. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.